Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 37 fractured. Construction was a single crown placed on the implant. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism.